Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on 27/jun/2019 a vicmo 12.6, -07.00 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and a replacement lens was implanted during the initial surgery. This resolved the problem. Cause of the event is reported as unknown.